Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The mother could not troubleshoot at the time of call due to pump being with the customer. The mother was advised to call back when pump was in hand in order to troubleshoot the device.